Event description:
While getting ready to connect patient to bovie machine, noted the connector of one grounding pad was missing one side of its casement. Opened another grounding pad, and once connector was placed into machine would not register. Tried another machine and again didn't register. Applied a third grounding pad that worked and was able to start the surgical case.